Event description:
During testing and repair at the independent repair center, the irc10lx concentrator had low o2 (yellow light). This was due to worn cup seals on the compressor which led to the malfunction.